Event description:
It was reported, after 1 month of being implanted the gamma 3 nail, lag screw starter sliding. Then it moved toward interior and the tip of the lag screw reached the pelvis. The gamma 3 nail was extracted and revised to femoral head.